Event description:
It was reported that during a proctocolectomy with j-pouch procedure, the instrument was placed on the rectum above anal sphincter as per normal practice. Fired instrument on rectum and all appeared to be normal. The rectum was divided above staple line as normal. When placing the circular stapler to complete procedure, it was found that there were no staples at all deployed into the tissue and the rectum was completely open. The surgeon then placed a purse string suture by hand on the rectum and then was able to use the circular stapler to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with a reload cartridge loaded in the device. The cartridge was received fully loaded with staples indicating that the device was not fired. The device was tested for functionality with the returned cartridge and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and no anomalies were found during the manufacturing process.